Event description:
It was reported that the pt experienced a return of pain in the head and had been taking more pain medication. Additional info received reported that the event was due to the extension. One or more component were explanted.

Manufacturer narrative:
See scanned pages.